Event description:
It was reported that the patient had a non-healing pocket incision. The actions required as a result of the event included a pocket revision and surgical intervention, explained as pocket edges re-approximated. No diagnostic testing or troubleshooting was required. The patient¿s status at the time of report was alive ¿ no injury. The patient had drainage/incisional wound opening. The location of the issue or symptom was the device pocket. No labs or cultures were performed or are planned. Additional information indicated the cause of the event was unknown. There were no signs or symptoms of infection. It was noted that the patient¿s therapy had always been effective. The pump was used to infuse gablofen. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).